Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was not known. Food and glucose sugar tablets were consumed to address bg. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified regarding the low bg. Additionally, a different issue was identified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor was not in use on (B)(6)2018. Cartridge change sequence was completed on (B)(6)2018. The user delivered a 15 unit bolus then approximately an hour later delivered a second bolus of 16 units while having 8.35 units of insulin on board (iob). The user did not enter current bg value for either bolus. The user suspended basal delivery twice on (B)(6)2018 for less than 5 minutes each time and set a temporary basal rate of 90% for less than 15 minutes. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.